Manufacturer narrative:
The product was not returned for analysis results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested 09/08/2008, 09/17/2008 and 09/26/2008 by phone, fax and mail. Additional information was received on 09/18/2008. A completed questionnaire has not been received. This report was mailed to FDA on: 10/02/2008.

Event description:
The following intraocular lens (iol) implant surgery, a consumer reported altered color perception and contrast sensitivity. The lens was explanted. The implanting surgeon last saw the patient one year ago and his ucva was 20/20. Although the patient had reported a yellow tint, the surgeon reports there was nothing wrong with the lens or the surgical procedure. Additional information has been requested.